Event description:
A 4.0 mm diameter x 18 mm length driver rx coronary stent system was inserted into a patient for the treatment of an rca lesion. The vessel morphology was reported to be severely tortuous with moderate calcification and 99% stenosis. The lesion was not pre-dilated. It was reported that the physician was attempting to reach the lesion site; the stent was unable to cross the lesion. The driver was removed and another MFR¿s stent was inserted and deployed. The lesion was long: the driver was inserted a second time in an attempt to deploy it proximal to the previously deployed stent. Due to the high level of resistance felt the physician had to push excessively, causing the driver to cross over the previously deployed stent. The sds was pulled back; upon removal the stent was noted to have dislodged. The physician attempted to snare the undeployed stent this was unsuccessful. The patient was sent to ICU and later to surgery for removal of the undeployed stent. No add¿l clinical sequelae were reported and the patient¿s condition is unknown. Please note that this device (drv40018x/lot number 0000221892) is distributed outside the united states; however, it is similar to the united states distributed product drv40018w.

Manufacturer narrative:
(B)(4) results codes: severely tortuous with moderate calcification and 99% stenosis, stent dislodgement. Conclusions: severely tortuous with moderate calcification and 99% stenosis. No medwatch form was received from the user facility, therefore, info on the medwatch form 3500a was completed by medtronic with info received from the healthcare professional. "Any missing or incomplete data on form 3500a are the result of info not being provided by the reporter. Despite attempts to obtain such info from the reporter, medtronic is unable to complete form 3500a."